Event description:
Spontaneous report. Pt reports pump cadd solis vip pump is working but will not power down since monday night. Pt tried taking batteries out and put back in, but the power still would not turn off. Pt will be switching to other pump/back-up pump tonight. Serial number of pump is (B)(6). Pump return tracking information is not available. Photographs were not provided this is a continuous infusion. Set flow rate and volume delivered are unknown. Did the reported product fault occur while in use with the patient? Yes. Did the reported product issue cause or contribute to patient or clinical injury? No. Is the actual cassette available for investigation? Yes, upon patient return. Did we replace the device? Yes. Did the patient have backup device they were able to switch to? Yes, if yes was the patient able to successfully continue their infusion? Yes, is the infusion life-sustaining? Yes, what is the outcome of the event ? Resolved, pump being replaced. No additional information was provided. Reported to (B)(6) by pt/caregiver.